Event description:
It was reported that during remote follow-up, the patient presented with backup operation due to failure to connect to monitor on their pacemaker. Programming changes were performed to address the issue. There were no patient consequences and the patient was in stable.